Event description:
This spontaneous case was reported by a lawyer and refers to a social media post. It was reported the occurrence of death ('some women have died') and medical device removal ('many women are having to get full hysterectomies to remove them') in an unknown number of female patient who had essure inserted. The occurrence of fetal death ('many babies have died') was also reported. Detailments about essure insertion dates, event onset date, pregnancy details, cause of fetal's death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. In addition, other event was reported: pain ("many women are having to live with the pain"). The reporter considered death, foetal death, medical device removal, pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and refers to a social media post. According to the post some female patients have died and many babies have died (interpreted as fetal death since no other information was provided). Many female patients are having to get full hysterectomies to remove them. Detailments about essure use (such as details of insertion procedure, dates or any associated conditions), pregnancy details, gestational age, complication during pregnancy if any, exact cause of fetal's death and exact cause of women's death were not provided. With regards to the event hysterectomy, considering that intervention was implied, a causal relationship cannot be excluded. With regards to the deaths, considering that no details regarding the exact cause of death was reported, causality cannot be assessed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post. It was reported the occurrence of death ('some women have died') and medical device removal ('many women are having to get full hysterectomies to remove them') in an unknown number of female patient who had essure inserted. The occurrence of fetal death ('many babies have died') was also reported. Detailments about each individual patient, essure insertion dates, event onset date, pregnancy details, cause of death and cause of fetal death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. In addition, other event was reported: pain ("many women are having to live with the pain"). The reporter considered death, foetal death, medical device removal, pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. This spontaneous case was reported by a lawyer and refers to a social media post. According to the post some female patients have died and many babies have died (interpreted as fetal death since no other information was provided). Many female patients are having to get full hysterectomies to remove them. Detailments about each individual patient, essure use (such as details of insertion procedure, dates or any associated conditions), pregnancy details, gestational age, complication during pregnancy if any, exact cause of fetal's death and exact cause of women's death were not provided. With regards to the event hysterectomy, considering that intervention was implied, a causal relationship cannot be excluded. With regards to the deaths, considering that no details regarding the exact cause of death was reported, causality cannot be assessed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.